Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The device was manufactured on 21-mar-2023. A sample was not received for the investigation. Because a sample was not returned, we were unable to perform a functional and visual evaluations to confirm the reported condition and determine the root cause. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the registered nurse (rn) was in room administering medications and was concerned for patient aspiration following immediately needing increased oral suction. The rn ordered chest x-ray for aspiration. The radiologist called the rn with report stating duo tube was broken in two pieces and distal pieces was sitting in esophagus and stomach. The rn called the provider and was ordered to remove proximal portion and call gastrointestinal (gi) for foreign body removal. The gi called back and decided to do an esophagogastroduodenoscopy in the morning. Additional information was received from the customer and stated that esophagogastroduodenoscopy was performed, and they were unable to remove the pieces. The patient was discharged in stable condition.